Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the pericardial effusion is unknown; however, the guidewire may have caused a ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a pericardial tamponade was performed to resolve the pericardial effusion.  A balloon aortic valvuloplasty (bav) was not performed and a commander delivery system was inserted. Right before the 26 mm sapien 3 valve was crossed through the aortic valve, the blood pressure dropped to 70/30 mmhg. The blood pressure was attempted to be increased by anesthesia, but did not recover. Tee revealed that a pericardial effusion was around the right ventricle and atrium and was increasing. It was decided that the pericardial tamponade would be resolved first and then the sapien 3 valve would be deployed. After the sapien 3 valve was withdrawn from the aortic arch to descending aorta, incision at the apex was made and drainage was performed. The blood pressure became stable at 90/ 39 mmhg and the sapien 3 valve was then deployed. After the deployment, protamine and furosemide (lasix) were administered. The patient was transferred from the operating with the drain left in place. A total of 6 units of red cells concentrates (rcc) was transfused.  As per the physician, upon insertion of a straight guidewire, a perforation may probably have been caused by the guidewire; however, the bleeding point was not determined and the cause of the pericardial effusion was unknown.

Event description:
The following additional information was obtained: on postoperative day (pod) 5, the patient developed arrest in the hospital ward. Cardiopulmonary resuscitation (CPR) was performed and bleeding was then observed from the drain tube. The chest was surgically opened and the left ventricular perforation was repaired. Afterward, the patient developed mediastinitis and still stayed the hospital.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.   The cause of the ventricular perforation is unknown; however, the guidewire may have caused the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.